Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was having problems with his ins. He was getting therapy and was charging correctly but he had burning at the pocket site since implant. The rep offered to meet the patient at a pain management clinic for evaluation. It was unknown when the event occurred, but the rep was to follow-up for more information. The patient¿s wife stated that the patient used an external transcutaneous electrical nerve stimulation device that had been recommended by a doctor. The product used had written information that clearly stated not to use if any implanted stimulator was present, but they didn¿t see this until after the patient used it. The burning sensation occurred after the use of this external product, which was noted to be inconsistent with the original report. No troubleshooting/diagnostics had been performed as of (B)(6) 2016, but would be done when meeting with the patient. The patient was to make an appointment. No surgical intervention had occurred. The event occurred during normal use. The issue was not resolved as of (B)(6) 2016, but the patient was noted to be alive with no injury. The patient called a pain clinic for an appointment but was unable to see a healthcare professional until (B)(6) of 2017 and needed a primary care referral. The rep suggested meeting at the clinic without a healthcare professional appointment, but the patient was unwilling to travel into (B)(6) for this. The patient was to make an appointment at a local clinic for a meeting and would contact the rep with an appointment time. Additional information was received from the rep. It was reported that the patient stated that he used the external product about six weeks prior to (B)(6) 2016. It was noted that the patient was a poor historian due to self-admitted confusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.